Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an anterior cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique with an 8f sheath prior to an endovascular abdominal aortic aneurysm procedure (aaa). The vessel was mildly tortuous. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the sutures of the successfully placed proglide devices. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.